Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system did work for them and in turn they had the entire system explanted on an unknown date due to an unspecified reason. No additional information is available.

Manufacturer narrative:
Corrected data: event description should have stated "did not" instead of "did" in the initial report; device code should have been (B)(4) - insufficient information instead of (B)(4) - adverse event without identified device or use problem.